Event description:
Customer reported the sensor readings were not accurate. Customer's blood glucose was 204 mg/dl and sensor reading was 49 mg/dl. The insulin pump tried to go into threshold suspend. Customer was advised how to properly calibrate and troubleshooting was performed. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.